Manufacturer narrative:
The occurrence date was not provided. Therefore, we are using the aware date for this and will provide an update with further information once received. Also, this device as been explanted but we have not received it back from the md.

Event description:
Bilateral extrusion, right-side.

Manufacturer narrative:
Sientra complaint: (B)(4). Additional information: device discarded. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.